Event description:
It was reported that during endoscopic sinus surgery (ess) the surgitron, ipc, and m4 were plugged into the same outlet. When the surgitron was used, it caused the handpiece to activate unexpectedly. There was no impact. Once the devices were assigned to their own outlets, the problem did not recur.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: console 1898001 ipc, 510k: k081277. (B)(4).

Manufacturer narrative:
The serial number and lot number for the reported device (m4 handpiece) . The serial number for the concomitant device (ipc) is (B)(4), lot # 209092786, manufactured date 2014-12-22this information was received by medtronic xomed on june 22, 2015. The manufactured date for the reported device is 2015-05-01.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.